Event description:
It was reported that during an elbow arthroplasty, the tip of a torque driver broke while inserting a humeral screw. The broken tip became lodged in the screw head; the screw was removed using pliers, a replacement screw was inserted, and the procedure was completed without issues or delay. There were no consequences or impact to the patient. No further information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign - Event occurred in Japan.The product has been received by Zimmer Biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.